Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Two (2) out of seven (7) connectors (numbers 6 and 7) of the first tigerpaw system ii device used were not engaged. The second tigerpaw system ii device was successfully used to complete procedure. There were no patient negative effects.